Event description:
To whom it may concern, I am writing to file a complaint regarding eyebot, a company that claims to provide autonomous eyeglass prescriptions and eyewear. After receiving a prescription and eyeglasses from eyebot in (B)(6), I found that the glasses I was provided did not work correctly and were unusable for my vision needs. Despite having paid eyebot for this service, I ultimately had to visit my optometrist and spend additional money out of pocket to obtain a correct and functional pair of glasses. Eyebot markets itself as an autonomous eyeglass solution, but in my experience, the product they provided was inaccurate and ineffective. I am concerned that consumers are being misled into paying for eyewear that does not meet proper vision correction standards, potentially causing financial harm and vision-related issues. I believe this practice is deceptive and warrants review, as it may affect public trust and consumer safety. I am submitting this complaint so that the FDA can evaluate eyebot's claims, practices, and the accuracy of the eyewear they provide. Thank you for your time and attention to this matter.